Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow-up. During interrogation, the device was noted to have premature battery depletion and reached end of service on (B)(6) 2017. As per the previous visit in the clinic on (B)(6) 2016, the device had battery longevity of 2.2 years. The device was explanted and replaced on (B)(6) 2017. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.